Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that electrical measurements of this right ventricular (rv) lead changed and micro-dislodgement was suspected. Additional information from the field representative indicates that the r waves dropped and the threshold increased. During procedure to correct the issue this lead's helix would not operate correctly due to apparent tissue inside the lead. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that electrical measurements of this right ventricular (rv) lead changed and micro-dislodgement was suspected. Additional information from the field representative indicates that the r waves dropped and the threshold increased. During procedure to correct the issue this lead's helix would not operate correctly due to apparent tissue inside the lead. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Event description:
It was reported that electrical measurements of this right ventricular (rv) lead changed and micro-dislodgement was suspected. Additional information from the field representative indicates that the r waves dropped and the threshold increased. During procedure to correct the issue this lead's helix would not operate correctly due to apparent tissue inside the lead. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no abnormality. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, low amplitude/poor morphology, dislodgement and helix difficulty.